Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (272 mg/dl) and the cause was not known. A pump system check was performed and no device issues were identified. The customer declined to remove the cannula for inspection. Reportedly, the customer discussed the event with a healthcare provider and a correction bolus was delivered to address the high bg. Upon follow up, the customer reported the bg returned to the target range. The customer required no further assistance.